Event description:
It was reported the patient was not able to adjust the stimulation. The patient was also not able to obtain telemetry with the recharger. The patient experienced a loss of therapeutic effect; the patient felt no stimulation sensation. The reported event began about one week prior to the date of the event was reported. There was no known accident or incident related to this complaint. At the time of the report, the patient was at home in good condition. A week later, the patient met with the manufacturer representative. An overdischarge state was confirmed. A physician mode recharge(s) was recommended. The next day, the representative was contacted, because the patient was not able to adjust the stimulation again. A power on reset (por) condition had occurred. The stimulator required interrogation by the physician programmer to clear the por. It was reported a por is automatically created by an overdischarge state. Additional information has been requested from the hcp, but was not available as of the date of this report.